Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info. Without a lot number a review of the mfg records is not possible, additionally, no product was returned for eval. With the currently available info, no conclusion can be made. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2009, the pt was implanted with a composix lp mesh, and a non bard mesh. It is alleged that the pt has suffered and will continue to suffer disability, impairment, loss of enjoyment of life, and the inability to engage in chosen and necessary activities. The attorney's report alleges pain, "pain and suffering", disability, defective mesh.